Event description:
Philips received a complaint regarding a v60 ventilator, reporting a burning smell when the ribbon cable from the motor controller (mc) printed circuit board assembly (pcba) to the data acquisition (da) pcba was connected. The biomed customer indicated that the cable may have been connected while the unit was powered on and suspected that the da pcba had been shorted. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported problem. The customer requested support with parts identification, and remote technical assistance was provided. Based on the reported condition, the customer was advised of the required replacement parts, including the da pcba and the cable from the da pcba to the mc pcba for the repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Root cause: no parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.